Manufacturer narrative:
Reported event of handle broken. Reported event of band failed to deploy. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during an endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician manipulated the handle, to deploy the bands; however, the bands would not release from the ligating unit to deploy. Another attempt to turn the handle was made and the handle eventually broke. Another speedband superview super 7 device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device noted presence of residue indicating use/ handling. All seven bands were present in the ligator head with the fourth band broken and caught under the first three bands that were moved out of position. The ligator head teeth were damaged. The suture was broken with portions still attached to the ligator head and trip wire loop. The suture most likely broke when the user was removing the system from the scope. The trip wire was found caught between the spool and the handle assembly bracket. The proximal portion of the broken suture was wrapped tightly around the handle bracket with the proximal loop of the trip wire retracted into the handle. There was no evidence that the trip wire had been secured during use. Functional evaluation of the handle was performed and no issue was noted. It does not appear that the trip wire was tightened and secured during use as instructed in the dfu, which impacted the deployment activity of the bands. Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that this device met all material, assembly and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during an endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician manipulated the handle, to deploy the bands; however, the bands would not release from the ligating unit to deploy. Another attempt to turn the handle was made and the handle eventually broke. Another speedband superview super 7 device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be good.